Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. On (B)(6) 2023, the patient experienced shakiness, was hot and diaphoretic, her legs were weak, and she had some blind spots in her eyes. At one point, the cgm was reading low mg/dl and the blood glucose reading was 160 mg/dl. It was also noted that the patient¿s test strips were expired, the patient realized she had expired strips and bought new ones. After using the new test strips, the inaccuracy with the cgm was still confirmed. The patient needed her husband¿s assistance to help with her treatment as she was too weak and ¿could not move at that point¿. She was treated with brown sugar, fruit snacks, and a granola bar. Cgm and bg values for this particular event were not available. The patient recovered after treatment and was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.